Event description:
Pt hit the lateral aspect of his knee on the edge of a bed. It was a very firm blow and he had marked pain at the time as well as bruising from the injury. Doctor's evaluation revealed metal-on-metal crepitus and tilting of the patella was shown in the x-ray.

Manufacturer narrative:
H6. Results: wear of metal backed patella is consistent with the slight misalignment of the implant as noted in the radiographs. Uhmwpe patella dome was wearing on the high spot/line of one side due to the asymmetric loads that such a misalignment can cause. Wear damage of the (ti) metal backing was localized to a small arc on one side of the component where poly fractured off. After metal backed patella had worn enough to weaken the part, it then fractured. Exact time of uhmwpe fracture is probably the incident of trauma noted by the pt. H6. Conclusions: analysis that trauma suffered by the pt was a major factor in the failure of the implant.